Manufacturer narrative:
A save to disk was requested in order to further investigate the differences in calculated longevities. At this time, no disk has been submitted and no additional information has been reported on this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the calculated remaining longevity for this device was one year when the right ventricular (rv) output was programmed to 2.2 volts. However, the longevity then changed to 2.5 years after programming the device to 2.4 volts and enabling the automatic capture feature. No adverse patient effects were reported. Boston scientific technical services was contacted for further evaluation. The serial number for this device is currently unknown.